Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead is no longer functioning post open heart surgery. The his bundle lead has been electrically abandoned. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.